Manufacturer narrative:
Continued: h.6 health effect - impact code f2203. Additional, changed, and/or corrected data: a.2 , b.5, b.6, d.6b, g.1, g.2 , h.6.

Event description:
Patient reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The status of device is unknown.